Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [(B)(6) ] (serial: [(B)(6) ]). D9: yes, return date: 07-may-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the recapture cone of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) was deployed three times and during each deployment it exhibited low sensing and it was noted that the tip was moving from the septum position. The delivery system was removed and a large clot was observed inside the shaft and kinking was also observed in the lower part of the shaft. Removal of the leadless ipg was attempted and the physician decided to cut the tether of the leadless ipg after the pull and hold test was completed. It was noted that the leadless ipg dislodged from the septum and after several attempts it was retrieved using a snare. The patient's hospitalisation period was extended. The leadless ipg and delivery system were attempted/not used and replaced.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) was deployed three times and during each deployment it exhibited low sensing and it was noted that the tip was moving from the septum position. The delivery system was removed and a large clot was observed inside the shaft and kinking was also observed in the lower part of the shaft. Removal of the leadless ipg was attempted and the physician decided to cut the tether of the leadless ipg after the pull and hold test was completed. It was noted that the leadless ipg dislodged from the septum and after several attempts it was retrieved using a snare. The patient's hospitalisation period was extended. The leadless ipg and delivery system were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.